Event description:
It was reported by service report that the outer base tube is cracked on the pt right. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: outer base tube weldment.